Event description:
Per the registry: this pt experienced instent restenosis of a cypher stent approx eight months following implantation. This was discovered during a scheduled follow-up angiogram. The pt was not symptomatic. This pt was admitted for elective catheterization. The pt was currently taking aspirin, ticlid and cardizem. Angiography revealed a 100% (cto), de novo, eccentric, diffused, ostial, moderately calcified, but not tortuous type c lesion in the proximal rca. Heparin (16,000 units) was administered via IV. The lesion was pre-dilated with a 2.75x20mm balloon inflated to 22 atms. A 2.5 x 23mm cypher stent was deployed to 16atm for more than 60 seconds at the target lesion. A 2.5x23mm cypher stent was then deployed, overlapping the proximal edge of the 1st cypher stent, to 20atm for 16-30 seconds. There was no gap between the two cypher stents. The finishing diameter of the vessel was 2.07mm. Post-dilation was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual % of stenosis was 0% per ivus. The pt was discharged on the same pre-procedure medications. Approx eight months later, during a scheduled follow-up angiogram, a 75% instent restenosis was observed within the proximally implanted cypher stent (2.5 x 23m). The pt didn't complain of chest pain. Six days later, the pt returned for treatment of the restenosis. Balloon angioplasty was conducted with a 3.0mm balloon. The residual % of stenosis was 25% at the lesion site. The pt was discharged in stable condition the following day with orders for the same pre-procedure medications.

Manufacturer narrative:
Please note: is not distributed in the us; however, it is similar to us product. Add'l info will be submitted within 30 days of receipt.